Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not in sync with other machines because nurses were not able to pull certain meds with specific doses. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had requested for the station to be resynced. The technical support specialist (tss) called the customer and was informed that no reports had been received from the unit nurse, suggesting no apparent issue with the device. The tss advised the customer that station communication would be checked on the es server for validation. It was confirmed that station was successfully communicating with the server, and the customer acknowledged closure of the case. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not in sync with other machines because nurses were not able to pull certain meds with specific doses. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.